Event description:
It was reported that the device exhibited an error code ¿red triangles", pm dating. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated one device was returned for analysis. Visual inspection showed the pump was used. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board, lcd, latch lock flex, dso sensor, battery compartment door, lens, keypad, and labels were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.